Event description:
It was reported that during a minimally invasive spinal procedure, a bur broke in the drill attachment. There was no report of any device fragments entering the surgical site. Backup equipment was used to complete the procedure, without causing a clinically significant delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was returned to the MFR and the complaint was confirmed. Based on the quality investigation, a broken bur was found within the drill attachment. The cause of the bur breakage is unk, however, the investigation is ongoing. The device could not be repaired and will not be returned to the user facility. A follow up report will be submitted if the investigation results require.